Event description:
The patient is a toddler with a past medical history notable for [redacted date] deletion syndrome, velopharyngeal insufficiency, anterior glottic web, obstructive sleep apnea, bilateral carotid medialization, feeding difficulties s/p g-tube removal (2022), articulation disorder, asd (atrial septal defect), and pfo (patent foramen ovale), now s/p pharyngeal flap surgery, carotid artery exploration, and neck dissection on [redacted date]. Per anesthesia, the process was ab easy mask and intubation. The patient was then admitted to the pediatric intensive care unit (picu) for airway monitoring. History: the patient was diagnosed with digeorge syndrome at 5 months old due to hypotonia, failure to thrive, and feeding difficulties. She has had hypernasal speech and nasal regurgitation of food. Vpi (velopharyngeal insufficiency) evaluation in (B)(6) 2024 revealed an immobile soft palate. Pre-operative cta showed bilateral ica medialization, so it was determined that carotid mobilization when performing the pharyngeal flap was indicated to reduce risk of carotid interaction. The procedure was uncomplicated, with minimal ebl (estimated blood loss). On [redacted date], the patient was extubated. Later on [redacted date] the patient was emergently re-intubated for laryngospasm resulting in desaturation. On [redacted date], the ett was found to be kinked. The patient experienced pips > 60 with decreased tidal volumes. A shiley 4.0 ett was inserted atraumatically with good outcome. Manufacturer response for tube, tracheal (w/wo connector), shiley (per site reporter) the manufacturer is being contacted [redacted date].